Manufacturer narrative:
Additional information: d9, g3, h3, h6. Vendor evaluation confirmed the reported condition. The device was damaged through misuse by the customer.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 07/09/2024, it was reported by a sales representative via sems-(B)(4) that an ar-3355-4031 scope was hit with a burr during a procedure and visibly cracked. Issue occurred during a case with no patient effect.